Event description:
Gamma lag screw was exchanged on patients left hip.

Manufacturer narrative:
Manufacturing documents did not reveal any deficiency of the device. Potential implant removal ¿ without product issues - is already pointed out in the IFU and considered in the operation technique. With available information the event was not caused by a deficiency of the device. Device will not be returned. If additional information becomes available it will be provided on a supplemental report.